Event description:
It was reported that a patient underwent a muco-flap, low thickness procedure on an unknown date in 2022 and suture was used. During the procedure, there was a problem on the junction area and suture breakage occurred during the knot or slight tension. There was a 15 minute delay and another device was used to complete the procedure. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: was there any adverse consequence associated with the patient? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? - no a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 08/19/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no problem detected. H3 evaluation: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Packets of product were returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packet. A visual inspection was performed on samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.